Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy with possible biopsy, banding, and dilatation procedure performed on (B)(6) 2025. During the preparation, the endoscopy technician and physician attempted to attach the speedband to the gastroscope but were unable to do so because the pull wire was bent. No bands were deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on (B)(6) 2025. It was confirmed that there was an attempt to deploy the bands during troubleshooting.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem). Correction: block d4 (model number). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h2: additional information: block e1(initial reporter email). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy with possible biopsy, banding, and dilatation procedure performed on (B)(6) 2025. During the preparation, the endoscopy technician and physician attempted to attach the speedband to the gastroscope but were unable to do so because the pull wire was bent. No bands were deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. **additional information received on september 5, 2025** it was confirmed that there was an attempt to deploy the bands during troubleshooting.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy with possible biopsy, banding, and dilatation procedure performed on (B)(6) 2025. During the preparation, the endoscopy technician and physician attempted to attach the speedband to the gastroscope but were unable to do so because the pull wire was bent. No bands were deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.